Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to not having a blood glucose (bg) meter available, the customer experienced a low blood glucose (bg) of 44 mg/dl. Carbohydrates was consumed to treat low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.